Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 19jun2019. Failed part was under warranty at a philips service location credit was issued and no replacement will be sent. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that new unit's battery had a broken wire. The customer reported there was no patient involvement. Event date not specified; estimate used.